Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that to cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the systems collimator blades closed down to minimum and the system had to be rebooted in order to proceed with the case. There is no report of death or serious injury.